Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method - work order search, medical review. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - several factors may be involved in a post-operative refractive surprise, the most common ones include: inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong iol, etc. The explanted lens was returned for evaluation and diopter reading showed the lens power to be within specifications. The secondary intervention is usually done by means of same incision which would not require incision enlargement and/or suturing due to the foldable properties of the collamer material (icl). Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm 12.1 implantable collamer lens in the patients left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to a refractive surprise. The lens was exchanged for a shorter lens which resolved the problem.